Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector model skyplate needs to be evaluated after dropped and has artifacts now. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site and revealed that skyplate has bad artifact/ distorted image. One of the corners was damaged and shock log was showing 3 heavy shocks. The customer mentioned there was a drop. Failed pixel calibration as well as other detector calibrations. The detector needs to be replaced and quotes were sent to the customer, but in the end rejected. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.